Event description:
Stimulation was turning off. The patient was able to turn the deep brain stimulator back on. There were no new electronics in the patient's house. There was no known accident or incident related to the complaint. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).